Event description:
It was reported that there was a "cassette not attached" error when cassette was attached. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached error when cassette was attached. Service history review identified this device has not been in for service in the previous 12 months. Review of event logs confirmed complaint. The reported problem could not be duplicated. The downstream occlusion (dso) seal showed minor bubbled. The probable cause of the reported problem is unknown. Preventive measure replaced dso sensor. After repair, all functional tests passed.